Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously troponin (accu tnl) results that were generated by the unicel dxl 800 access immunoassay system. The customer indicated that erroneously high accu tnl results of ">1.0ng/ml" were obtained for several patients. The erroneous results were reported out of the lab. Based on available info, the original samples were re-tested and the repeated results were "close to zero and negative". In addition, the patients in question were redrawn and the new results were "zero and negative" as well. The actual results were not provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications; however, qc data was not supplied. The samples were collected in lithium heparin tubes. Based on available info, the lad has a re-spin and re-test policy for borderline, 0.30ng/ml, accu tnl results. Bci discussed sample handling with the customer. Field service engineer (fse) was dispatched to the customer's lab on 10/16/2007: the fse performed inspection protocol and no instrument issues were found. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.